Event description:
A malfunction alarm occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur. It was advised that the customer could continue using the pump and to contact support if the malfunction code appeared again.